Manufacturer narrative:
Analyses of the device history record (DHR) were performed, along with a review of maintenance records and quality notifications; no deviations associated with the mentioned lots were identified. However, as neither physical samples nor visual evidence enabling the identification of the reported failure mode were provided, it was not possible to conduct a detailed technical investigation or determine the root cause of the incident. Therefore, based on the available information, it was not possible to confirm the validity of the complaint. It is noted that the manufacturing process is validated and operating in accordance with established acceptance criteria. The reported incident will remain under continuous monitoring for trend assessment. Given that this occurrence does not exceed the lot's acceptable quality limit (aql) and in the absence of evidence of a systemic failure, no additional corrective or preventive actions are warranted at this time.

Event description:
No additional information provided.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd inv-----needle precisionglide 30x1/2in had leakage. According to reports from the professionals at the tip, the item has been behaving as follows: ¿the 0.30 x 13 mm needles from the manufacturer bd are presenting difficulties during aspiration, as well as bending easily during use¿ ¿insulin aspiration where it leaked/spilled, losing the medication¿ we would like to formalize a technical difficulty identified by our nursing team in relation to the needle 30g x 13mm, belonging to cx 17425. Additional information received on 12-may-2026. Lot 6050372. No photo samples. Additional information received on 14-may-2026. The questions have been forwarded to the department responsible for the incident. I'll send you the answers as soon as I hear back. I enclose photo samples of the lot and box.